Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 258 mg/dl. The issue was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. No physical damage to the insulin pump was observed. The customer called again to report that the insulin pump alarmed battery out limit after the battery change. The battery was left out of the insulin pump for greater than the duration allowed by the device, which indicated that the alarm was a part of normal device behavior. The customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).